Event description:
The customer reports: when the dilator was removed blood flowed out of the top of the white hub. The sheath was guidewired to another sheath and the case continued without further incident. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one psi and lidstock for evaluation. The sample contained obvious signs of use in the form of biological material. The dilator was not returned with the sheath. Visual examination of the psi revealed that the hemostasis valve was not present. Microscopic examination confirmed the hemostasis valve was missing. The hemostasis cap was cut open to see if there were any remnants of the hemostasis valve. This revealed that the hemostasis valve was missing from the assembly of the psi. The hemostasis valve was tested for leaks by occluding the distal end of the sheath. Water was injected with a syringe and immediately ran out the hemostasis cap due to the hemostasis valve missing. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit instructs the user, "insert entire length of dilator through hemostasis valve into sheath pressing hub of dilator firmly into hub of hemostasis valve/side port assembly. Place assembly on sterile field awaiting final sheath placement." The customer report of a leak in the hemostasis valve was confirmed by complaint investigation of the returned sample. The psi was observed to have a missing hemostasis valve. A device history record review was performed based on sales history with no relevant findings. However, based on the sample returned the probable cause of the missing hemostasis valve is manufacturing - assembly. A non-conformance has been initiated to further investigate this manufacturing defect. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Lot# 13f20a0044 from the sample received.

Event description:
The customer reports: when the dilator was removed blood flowed out of the top of the white hub. The sheath was guidewired to another sheath and the case continued without further incident. The patient condition is reported as "fine." There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.